Event description:
The customer reported noticing fluid underneath the bsv (blood sampling valve) in the drip tray while cleaning the coulter lh 750 hematology analyzer. The customer took apart the bsv to clean the instrument and noticed that one of the pieces of the bsv ceramic pad appeared cracked. The customer put the bsv back together, initiated a cycle, and observed a few drops of fluid dripping from the bsv onto the drip tray. The customer indicated that the leak was contained within the instrument. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer stopped using the instrument until it could be serviced.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and noticed a scratched bsv (blood sampling valve) pad. The fse replaced the bsv pad to resolve the leak and verified repairs per established procedures. Failure mode of the leak is attributed to a scratched bsv pad. (B)(4).